Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the lower control screen knob on the epg was broken. Hanger assembly was broken. The printed circuit board (pcb) replaced due to two or more occurrences of an error. Device failed incoming functional test ¿menu dial¿, encoder was pushed inside of device. Capacitor "c277" was damaged on main pcb. Upper case was broken. Keypad was scratched. Encoder assembly was contaminated. One knob was missing, three knobs were contaminated. Lower case was broken. Main seal was broken. Display wires were pinched, wire insulation was exposed. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lower control screen knob on the external pulse generator (epg) was broken. The epg was returned for repair. There was no patient involvement.